Manufacturer narrative:
The device is being returned for evaluation. Conclusion: a follow-up report will be submitted once the evaluation is complete.

Event description:
The end user alleges his powerchair began to smoke at the rear of the unit. The fire department was called because of the smoke. No injury reported.